Event description:
It was reported that the device is nearing elective replacement indicator (eri) and the device battery should have lasted longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device was pre/approaching elective replacement indicator (eri).

Event description:
It was reported that the device is nearing elective replacement indicator (eri) and the device battery should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysisrevealed the cause of the high current drain was current leakage in the battery filter capacitors.